Event description:
It was reported by customer's mother that her son is experiencing high blood glucose. The blood glucose reading before lunch was 460 mg/dl. After lunch the blood glucose reading is 350 mg/dl. Caller stated that the insulin pump did not alarm or display on screen that the insulin pump was not delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.